Event description:
It was reported that unit light turns on and off.

Manufacturer narrative:
The unit related to this report was received for eval and customer complaint was confirmed. The unit powered up to standby mode and the bulb ignited without any problems. Run mode switch was selected and the unit failed to go to run mode. The front panel run/standby switch was intended and would not select modes. The spring was suppressed which caused the button to not select. It is determined that the root cause is defective run/standby switch. All other functionality testing proved acceptable. The product will be sent to service for repair and disposition.